Manufacturer narrative:
Additional information received reported that the explant was a result of the patient's anatomy and not because of a product deficiency. No additional information was provided. Device available for evaluation?: yes, returned to manufacturer on 10/04/2017. Device returned to manufacturer?: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed the lens was torn, which could have been related to the explant process. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that post implantation of a zcb00 24.5 diopter intraocular lens (iol) into the right eye of a female patient the lens sublaxated. The lens was explanted on (B)(6) 2017. At explant the incision was not enlarged, however a vitrectomy was performed. The replacement lens is a za9003 26.0 diopter iol. The patient¿s visual acuity pre-op (pre-initial implant): cf (counting fingers) 5'' (five feet) visual acuity post-op (post-initial implant): 20/400 visual acuity post-op (post-replacement): 20/20 the patient¿s outcome is excellent with the replacement lens and she now sees 20/20 in each eye. No additional information was provided.